Event description:
It was reported to philips that it was not possible to review images that were recently acquired during case. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment procedure was performed when the issue happened, and procedure completed by using another system with less than 20 min delayed. The philips field service engineer (fse) went onsite and confirmed that system was unable to review images that were recently acquired. After reviewing log file fse found system has image disk problems. Upon troubleshooting action, fse found the error indicates communication error in ippc and or hard drive. Drive bay of the ippc has a known communication issue affecting image storage drives. To resolve the issue fse bypassed the drive bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the problem philips has initiated a medical device correction z-1151-2024. The codes were updated based on the investigation outcome.